Manufacturer narrative:
The device was returned and the evaluation found the following: suction cylinder has no color; switch1 is damaged; control unit has a crack; plug unit has a scratch; due to damage on bending section cover or distal sheath rubber, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; distal end cover has a crack; lens guide has a crack; adhesive on bending section cover or distal sheath rubber; and universal cord has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed that during the device maintenance, the jet tube of the colonovideoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that adhered/clogged the auxiliary water channel was not confirmed. There was no damage to the area where the foreign material was detected. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states the preventive measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.